Manufacturer narrative:
Past investigations have shown that most skin burn issues are owing to improper placement of grounding pad and pt preparation.

Event description:
The customer reported that the pt experienced 3rd degree skin burns at the grounding pad site.